Event description:
As reported by the user, a patient of unknown age and gender presented for an endovenous laser treatment. During the ablation the laser generator shut down due to the fiber breaking. There was no report of harm or injury to the patient or the user due to this product problem. The procedure was successfully completed with no further complication reported.

Manufacturer narrative:
It was reported by the user that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made by the firm to obtain the device for evaluation. An investigation into the root cause for product problem is currently in progress. The results of which will be sent via a follow up medwatch. A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. The instructions for use, which is supplied to the user with this device, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm." (B)(4).